Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and coital bleeding ("bleeding after sex"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine and coital bleeding outcome was unknown. The reporter considered coital bleeding, migraine and pelvic pain to be related to essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B30422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary congestion, diabetes, cholelithiasis and chronic cholecystitis. Concurrent conditions included abdominal pain, perineal pain and edema. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), coital bleeding ("bleeding after sex"), hot flush ("hormonal changes: hot flashes"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse);"), anxiety ("psychological or psychiatric problems: anxiety and depression"), depression ("psychological or psychiatric problems: anxiety and depression"), acne ("rashes or skin conditions: acne"), headache ("migraines/headaches;"), nausea ("nausea;"), dizziness ("dizziness;"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse);"), vaginal discharge ("vaginal discharge"), diplopia ("vision/eye problems: double vision"), vision blurred ("vision/eye problems: blurry; vision"), fatigue ("fatigue;"), abdominal distension ("gastrointestinal or digestive system condition: bloating,"), gait inability ("I could not stand strait or walk"), constipation ("gastrointestinal or digestive system condition: constipation;,"), rash macular ("rashes or skin conditions: light spots"), perineal pain ("pain"), abdominal pain lower ("pain") and pain ("pain /bottom pain") and was found to have weight increased ("weight gain"). The patient was treated with metformin, paracetamol (tylenol) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, coital bleeding, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, acne, nausea, dizziness, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, gait inability, constipation and rash macular outcome was unknown and the alopecia, headache, diplopia, vision blurred, weight increased, perineal pain, abdominal pain lower and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, coital bleeding, constipation, depression, diplopia, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait inability, headache, hot flush, menorrhagia, migraine, nausea, pain, pelvic pain, perineal pain, rash macular, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure removal date as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs+mr received: event hormonal changes: hot flashes; abnormal bleeding (vaginal, menorrhagia); apareunia (inability to have sexual intercourse); psychological or psychiatric problems: anxiety and depression; rashes or skin conditions: light spots; migraines/headaches; salpingectomy (bilateral removal of fallopian tubes); nausea; neurological conditions or problems: dizziness; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; vaginal discharge; vision/eyeproblems: double vision, blurry; fatigue; weight gain; gastrointestinal or digestive system condition: bloating, constipation; hair loss, unable to walk were added. Lot number, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary congestion, diabetes, cholelithiasis and chronic cholecystitis. Concurrent conditions included abdominal pain, perineal pain and edema. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), coital bleeding ("bleeding after sex"), hot flush ("hormonal changes: hot flashes"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse);"), anxiety ("psychological or psychiatric problems: anxiety and depression"), depression ("psychological or psychiatric problems: anxiety and depression"), acne ("rashes or skin conditions: acne"), headache ("migraines/headaches;"), nausea ("nausea;"), dizziness ("dizziness;"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse);"), vaginal discharge ("vaginal discharge"), diplopia ("vision/eye problems: double vision"), vision blurred ("vision/eye problems: blurry; vision"), fatigue ("fatigue;"), abdominal distension ("gastrointestinal or digestive system condition: bloating,"), gait inability ("I could not stand strait or walk"), constipation ("gastrointestinal or digestive system condition: constipation;,"), rash macular ("rashes or skin conditions: light spots"), perineal pain ("pain"), abdominal pain lower ("pain") and musculoskeletal pain ("pain /bottom pain") and was found to have weight increased ("weight gain"). The patient was treated with metformin, paracetamol (tylenol) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on 19-jan-2018. At the time of the report, the pelvic pain, migraine, coital bleeding, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, acne, nausea, dizziness, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, gait inability, constipation and rash macular outcome was unknown and the alopecia, headache, diplopia, vision blurred, weight increased, perineal pain, abdominal pain lower and musculoskeletal pain had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, coital bleeding, constipation, depression, diplopia, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait inability, headache, hot flush, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, perineal pain, rash macular, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure removal date as 19-jan-2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 19-nov-2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.